Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was failure of the product to contain blood/medication (cracked syringe). The following information was provided by the initial reporter. The customer stated: stage: after opening the package in the ICU intensive care unit. Defect: cracked barrel. Quantity: 1 piece. Effects: no effect on patients and users. Claims: no claims, no complaint reply letter.